Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20511. It was reported the patient has experienced pocket heating while recharging for the past 2 weeks. A replacement charging system was sent. F/u revealed the patient experienced a shocking sensation at the ipg site several times a day. Add'l f/u confirmed the heating and shocking sensation has resolved. Reprogramming provided effective stimulation. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.